Manufacturer narrative:
Concomitant medical products- model: 5071-53, lead; implanted: (B)(6)2012 model: 5071-53, lead; implanted: (B)(6) 2012 model: 5076-45, lead; implanted: (B)(6) 2007. The initial reported event of lead fracture and high impedance was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients right ventricular (rv) lead triggered an alert. Interrogation revealed the rv lead exhibited rising/high impedance on the rv coil, the superior vena cava (svc) coil, and high pacing impedance. An rv lead fracture is suspected. It was also noted the epicardial left ventricular (lv) lead exhibited high pacing impedance, high thresholds and no capture. The lv lead is suspected to be fractured. Eventually the right ventricular (rv) lead was extracted and replaced, while the left ventricular (lv) lead has been capped. No patient complications have been reported as a result of this event.